Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found one low battery warning due to normal battery wear, no evidence of short battery life was observed. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. The reported battery life issue was not verified in the black box or duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. Reportedly, there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.